Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 529 mg/dl. The customer had no symptoms of high blood glucose. Customer would treat with manual injection. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed and it was found that cannula was bent. Customer declined further troubleshooting. Insulin pump would not be returned for analysis.